Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that damage to the display was found while servicing the device. The device was not in use on a patient.